Event description:
Impedance values were high out of range. The pt was returned to the operating room. The leads and extension impedances were disconnected from the implantable neurostimulator and impedance tested; their impedances were ok. When the entire system was again connected high impedances were again encountered. The implantable neurostimulator was replaced. There was no pt injury associated with the event.

Manufacturer narrative:
(B) (4). Analysis of the neurostimulator njh714339h revealed 'no anomaly found.' The device was functionally ok. However, based on the initial interrogation of the device, it appeared that it was incorrectly programmed for a 2 lead system using 2 model 37083 extensions. Electrodes 0-3 and 4-7 were programmed when the hcp should have programmed electrodes 0-3 and 8-11. Extensions nkc003761n and nkc003762n. The extension was ok, but cut through (suspected explant damage). Final device analysis revealed no significant anomalies.